Event description:
The user reported that the tubing disconnected at the luer connector. The customer also reported that the incident occurred during the night because his blood sugar was high when he woke up.